Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number: (B)(4) compared to an unknown laboratory method. Meter result was 3.0 inr. The result from the laboratory within four hours was 2.0 inr. Customer has a therapeutic range of 2.0-3.0 inr.

Manufacturer narrative:
Initial reporter occupation: patient/consumer. The test strips were requested for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The customer used the coaguchek inrange device with the coaguchek xs pt test strips. Since the customer is using the coaguchek inrange device, only the coaguchek xs pst test strips should be used as specified in the operators manual. The investigation did not identify a product problem. The cause of the event could not be determined.